Event description:
Procedure type: colon resection. According to the reporter: during a resection of the small intestine the device got blocked shut on the intestine. The surgeon had to cut around the device to remove it and had to end the intervention with an anatomosis of the small intestine by hand. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).